Event description:
Reportable malfunction: on 7/1/98 novo nordisk a/s received a novopen 3 from germany with the complaint "pen is defective." The device was received in the quality assurance durable device (qadd) dept on 10/30/98. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on 11/2/98 novo nrodisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on 11/2/98.